Event description:
Event description guidant received information that this ventricular implantable lead exhibited noise on the rate/sense channel that resulted in inhibition of pacing and syncope. During an invasive procedure to address this issue, this coronary sinus transvenous implantable lead was explanted due to sub-optimal placement. A new coronary sinus transvenous implantable lead was attempted but could not be successfully maneuvered through a sharp bend in the vasculature.